Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal hernia, the stapler did not fire and the needle of the suture broke. A new handle was used to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic hiatal hernia, the stapler did not fire and the needle of the suture broke. A new handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.